Event description:
After successful deployment of the angioguard filter basket in the right internal carotid artery a spasm occurred. The precise stent had yet to be delivered when the spasm occurred. Nitroglycerin was administered and the spasm resolved without patient injury or complication. The procedure was continued and completed successfully. The product was not returned for analysis. Per lake region report no. C6590: cordis corporation reported no product is expected to be returned to lake region medical for evaluation; however, a copy of the investigation request including lot traceability was provided. Without the return of the actual device in question for evaluation, lake region medical is unable to determine the exact cause for this incident. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging, which corresponds to cordis lot no. This packaging lot contained total units, which were shipped from lake region medical on may 9, 2008. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Vessel spasm is a well-known documented potential complication of this type of procedure and is listed in the IFU as such. Based on the information available, it appears that the difficulty experienced by the customer may have been caused by patient, procedural or lesion factors and is not related to a product quality issue.